Manufacturer narrative:
Device serial number/lot number is unknown, no product information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the providers were having difficulty with the initial inflation of the cuffs. It is taking quite a bit of manipulation for the cuff to inflate and leaves them uneasy about using them. The patient currently has the trach inserted and the difficulty inflating the cuff was discovered prior to patient use but the tube was ultimately placed in the patient. No injury/intervention reported and with much manipulation the cuff was finally able to be inflated. Event is resolved.

Manufacturer narrative:
Other, other text: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product sample nor photos were received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.